Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
A hemiarthroplasty was returned to the operating room when post op x-rays showed the hip had dislocated. Surgeon downsized the bipolar head from a 45 mm to a 44 mm and reduced the hip.

Manufacturer narrative:
An event regarding user error involving an uhr bipolar was reported. The event was not confirmed. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. The event could not be confirmed nor could the root cause be determined because the insufficient medical information was provided. Further information such as return of device, patient history, histopathology report and follow-up notes are needed to investigate this event further. Moreover, as per the communication received, this is not a product issue. Its just a physician¿s complaint for operability. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
A hemiarthroplasty was returned to the or when post op x-rays showed the hip had dislocated. Surgeon downsized the bipolar head from a 45mm to a 44mm and reduced the hip.